Event description:
An affiliate reported that the 'connection between blue and white doesn't want to clip' on a transfer set. No pt injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of a loose connection. Broken occluder feet were found during the eval. The root cause was undetermined. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective/preventative action as appropriate.